Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied at the colon during a laparoscopic sigmoid resection procedure, the staples did not deploy. Some of the staples did not form properly and fell into the patient's cavity. Some of the disengaged staples were retrieved. It was also reported that there was an issue unloading the device. The same issues occurred on three units of reload. Suturing was done to fix the staple line and complete the case. The surgical time was extended 30 minutes or more due to the product problem.